Event description:
The dealer stated the unit will not power on. The dealer did not provide patient or usage detail. No injury or property damage was reported. The dealer has no further information to provide.